Event description:
Implants found to be grossly ruptured per operative report and pathology. Report states findings indicate long term deterioration. "On right side (implant from right breast) no visible shell was seen" upon opening the surrounding scar capsule. Left side had "several gross ruptures" of the implant. Outpatient operative report, 4-19-93 - postoperative diagnosis: mechanical complications of silicone breast implants. Mastodynia. Ruptured silicone implants, bilateral. Skin lesions of right face and forehead. Procedure: the pt was placed in supine position. After achieving satisfactory general anesthesia her chest was prepped and draped in the usual fashion. Skin markings were previously made with the pt in a sitting position. The incision was infiltrated with lidocaine 0.5% with epinephrine. A 5-cm diameter areolar circle was made and the keyhole skin incision made. The intervening skin was then deepithelialized totally. A laterally based parenchymal flap was created and the incision was carried directly through the parenchyma down to the implant capsule. Under direct vision, the implant capsule was dissected free from surrounding breast parenchyma. On the right side, it was removed "en toto" and there were several irregular projections of the capsule. The capsule was inadvertently entered 2 or 3 times superficially. Instantly, sticky gel leakage was noted each time and no discrete capsular material layer was seen. Prolene sutures were used to temporarily close the capsule to avoid extensive leakage and to allow continuation of the implant removal. After total removal of the implant and capsule, the breast was palpated for any masses suspicious for either neoplasm or retained silicone granuloma. None was found. The wound was irrigated with saline. The laterally based parenchymal flap was shifted toward the center and placed underneath the nipple projection with one single #2-0 vicryl suture. Later after the pt was put in a semisitting position, additional #2-0 vicryl sutures were placed along the inframammary crease medially and laterally to redefine the inframammary crease as well as adding to the projection of the nipple. A similar procedure was performed on the left breast and the entire capsule was removed. Similarly, with a small puncture of the capsule, it was noted that there was immediate oozing of sticky gel material from the capsule. Similar palpation and irrigation was performed on the left side. The laterally based parenchymal flap was sutured underneath the nipple for projection. Skin staples were used for temporary closure of the skin. The pt was then put into a semisitting position and the location of the nipple, the breast shape and the inframammary incisions were adjusted by reapplying the skin staples. Skin markings were then made and the closure was completed with #3-0 vicryl interrupted sutures followed by #4-0 maxon subcuticular sutures. Two jackson-pratt drains were placed underneath the breasts prior to the completion of closure. Later the implants were opened on the table. It was noted that on the right side, there was total disruption of the implant and that no visible shell was seen. On the left side, there was also several gross ruptures of the implant away from the area of the initial incision through the capsule. It was therefore quite obvious that the implant had been ruptured on both sides for quite some time. The implants were both measured in volume by immersion in saline and each was found to be 300 cc. It should be noted that this is including the scar capsule around the implant. A small skin growth around the right alar base and in the midforehead were sharply excised. The wound was then closed with interrupted #6-0 nylon sutures. The pt tolerated the procedure well and was returned to the recovery room in satisfactory condition.